Event description:
It was reported that during a distal left anterior descending coronary artery stenting procedure, after 2.5x12mm xience v stent implantation, a dissection occurred proximal to the stent. An unplanned 2.5x08mm xience v stent was successfully implanted to treat the dissection, resolving the event. There was no additional information provided.

Manufacturer narrative:
(B)(4). There were no reported product deficiencies. The reported patient effect of dissection is listed in the xience v / xience nano everolimus eluting coronary stent system instructions for use as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device if any cannot be determined, there is no indication of a product quality deficiency.